Event description:
Sent: wednesday, april 30, 2025, 8:00 am. A contaminated needle stick has been reported. 1. Were there any diagnostics performed as a result of the contaminated needle stick? Labs were drawn. 2. If yes, what diagnostics were performed? Labs. 3. Was any medical intervention required? If yes, please describe what treatment was provided. Urgent care visit initially. No follow up.

Manufacturer narrative:
Additional information: see describe event or problem for details. Annex f code updated.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: the needle did not retract and shoot it back. What is the date of event? April 7, 2025. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The needle did not retract and a staff member was stuck by this needle.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number: 381433 and lot number: 4305273. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.